Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or a combination of the three.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-10-05, equinoxe reverse tray adapter plate tray +5.

Event description:
As reported, the humeral liner came loose from the adapter tray causing the (B)(6) y/o male patient¿s right shoulder to dislocate. It was revised to a +10mm adapter tray and a 42+2.5mm humeral liner. Patient was last known to be in stable condition following the event. The device will be returned.